Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and the patient experienced an "erratic rate due to bigeminy paced/sensed alternans caused by the oversensing." The rv lead remains in use. No further patient complications have been reported as a result of this event.